Manufacturer narrative:
The actual device was not returned for evaluation. A search of the complaint handling database found no similar reports for the reported product code and lot number. Additionally there were no issues noted during the review of the device history record. With no return of the actual device the cause of the event is unable to be determined. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: excessive force was not applied; but the tip of the insertion sheath kinked; the dilator could not be inserted into the sheath; the device was replaced by a new one; hemostasis was successfully achieved with the second device; the physician completed the training process; the puncture site was distal to the inguinal ligament of the right common femoral artery; the vessel diameter was 6mm; the sheath used was 7fr; blood loss reported to be less than 250cc; and it was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. Possible reasons for the kink that reportedly occurred stem from material weakness, off center forces applied to the locator and user error not properly inserting the arteriotomy locator into the hemostatic sheath. The kink that was observed may have also occurred when the component was being removed from packaging where excessive force may have been used predisposing the device to kinking. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.